Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a corrupted history file. The blood glucose reading was not known. The alarm had occurred during normal use and the customer also reported that the display went blank sometimes after a new battery. A new battery cap was sent. The insulin pump was not replaced or returned for analysis.